Event description:
(B)(6) ed tech checking cbg on patient. Lancet needle did not retract completely (causing dirty needle stick through gloved hand. Policy/procedure followed regarding employee exposure. Md notified and exposure labs drawn on patient.) Lab results (B)(6) for (B)(6). Ref MFR # 1823260-2017-00730.